Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty (50) exactamix syringe inlets had particulate matter (pm) contamination. The pm was described as ¿defects such as hair, fiber, or black spot¿ found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.